Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection confirms the device is cracked and a piece had broken off. The missing piece was not returned. The manufacture date is unknown. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that the journey fem impact bumper lt broke in shipping. This is no case related. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.